Event description:
The customer reported that during a thyroidectomy, the knife would not cut sealed tissue and this resulted in oozing. The device was cleaned but the issue continued. Another device was used to complete the procedure without incident. There was no tissue damage and no pt injury. No further info as to the exact cause of the oozing was made available by the site.

Manufacturer narrative:
(B)(4). The knife cut of the incident device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track. The cut test was also performed on porcine kidney tissue and the blade cut a sealed vessel as intended. We were unable to confirm the customer's report. The IFU for this device states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and eges with a wet gauze pad as needed.